Event description:
Pt saw urologist for urinary retention. At that visit an indwelling foley catheter was placed for relief of symptoms. Five days later the pt went to ER due to a plugged foley catheter. A new catheter was placed, however pt had to return to ER the next day with the same problem. The foley catheter was irrigated and patency was maintained.